Event description:
The complainant reported a patient noted with postcardiotomy cardiogenic shock (pccs)/low cardiac output syndrome (lcos) was implanted with an impella 5.0 device for mechanical circulatory support. The impella 5.0 was inserted via the subclavian area. There was push back when inserting and a kink was noted on the sheath. There may have been arteriosclerosis on the central side as it seemed to be slightly narrowed by echocardiogram. An impella cp was opened and inserted instead. No patient harm was reported.

Manufacturer narrative:
The investigation for the reported delivery issues has been completed. The impella device has not been returned for evaluation. However, clinical details were sufficient to determine the root cause. The root cause of the delivery issues was determined to be patient condition. This report is being filed as part of a retrospective review of historical records.